Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement due to eri, high hv lead impedance was observed. The lead was capped and replaced on (B)(6) 2016. The patient's condition was stable before and after the event.